Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when attempting to power on their device, it will not complete the boot up process and then the device will no longer power up. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. Physio replaced the power pcb assembly, then completed other unrelated repairs. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio-control further examined the removed power pcb assembly and could not duplicate the reported issue. The cause of the reported issued could not be conclusively determined.

Event description:
The customer contacted physio-control to report that when attempting to power on their device, it will not complete the boot up process and then the device will no longer power up. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4). Section g5 of the initial medwatch report indicates: combination product ¿ blank. Section g5 of the initial medwatch report should indicate: combination product ¿ no.

Event description:
The customer contacted physio-control to report that when attempting to power on their device, it will not complete the boot up process and then the device will no longer power up. There was no patient use associated with the reported event.